Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 311 mg/d, and a correction bolus was delivered to address bg level. The contact inquired about how to find basal rates in the pump settings. Tandem technical support educated customer on how to find different basal settings through personal profiles timed setting. Contact acknowledged and was satisfied.